Event description:
It was reported by service report that the bed scale is weighing incorrectly and the power cord was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.